Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to an excessive force applied on the ccd cable during angulation. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. When the bending section is angulated, the image abnormalities appear. (Image is not clear).